Event description:
It was reported to boston scientific corporation that a passport dilatation balloon catheter device was used in the left ureter during a uteroscopy (urs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst under 8.5 atm. The procedure was completed with another passport dilatation balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a passport device was returned without the distal section of the balloon material. Visual examination identified that the balloon was not folded and had been subjected to positive pressure. A microscopic examination found a complete circumferential tear in the distal of the proximal balloon sleeve. A complete break of the shaft located distal of the proximal balloon sleeve was also noticed. There is no evidence from this investigation that indicates the device malfunctioned. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport dilatation balloon catheter device was used in the left ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst under 8.5 atm. The procedure was completed with another passport dilatation balloon catheter. There were no patient complications reported as a result of this event.